Event description:
It was reported that a malfunction occurred with the customer's pump. There was no adverse impact to the customer's blood glucose level. Tandem technical support assisted the customer in resetting the pump, but the issue persisted, leading to the decision to replace the pump. The customer was informed they would receive a replacement pump with updated software and was instructed on returning the malfunctioning pump to avoid additional charges. The customer was to use multiple daily injections as backup therapy and needed to reprogram the new pump and connect it to their continuous glucose monitor upon its arrival.